Event description:
It was reported that the device reached elective replacement indicator and the device had high output through the left ventricular lead. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analysis of the device revealed normal battery depletion.